Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that an infusion of 10% dextrose with sodium chloride 3.85meq/100ml and potassium chloride 1meq/100ml 250ml was prescribed to infuse at 1.6ml/h but appeared to be programmed to infuse at 106ml/h. The patient had a significant urine output after the hour of infusion with an elevated blood glucose which resolved without intervention.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Analysis of the pcu event log shows that at 6:29 am on (B)(6) 2016 the pump module was running a basic infusion at 3.3ml/hr. At that time the rate was changed to 106ml/hr, and the vtbi to 106ml. At 7:29 am the infusion completed and the device transitioned to kvo at 1ml/hr; the device was selected and the basic infusion running at 106ml/hr was restored. At 7:30 am, the device was channeled off, which powered off the system. At 7:31 am the pcu was powered back on with the same module; same patient and same profile were selected and an infusion of IV fluid was programmed using guardrails, with 1.6ml/hr entered for the rate and 1.6ml for the vtbi. At 7:38 am the device alarmed for patient side occlusion and the device was then channeled off at 7:39 am, again powering off the system. The volume recorded as being infused from the time the rate and vtbi was first changed to 106ml was 106.93ml. No device inspection or testing was performed; only the device logs and customer dataset were received for investigation. The root cause of an overinfusion was identified as user programming. No device was returned for investigation.